Event description:
A malfunction alarm was reported involving a pump, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, assisted the customer in doing so, and confirmed the issue did not recur afterward. The customer was advised to continue using the pump and to contact technical support if any further malfunctions occurred.